Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient reported she had a left tka on (B)(6) 2018. Patient stated that since her surgery she has experienced swelling and pain. Patient had x-rays done and was told by her surgeon that he knee was loose and she requires revision surgery. Patient would to know if her implants are part of a recall.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports a complaint of a patient who is over 3 years following total knee arthroplasty. She complains of pain and swelling and she states she has been told the implant is loose and requires revision surgery. I cannot confirm that this event (loosening) took place since I was not able to view any documentation for this except a radiology report of demineralization more prominent at 4 weeks postoperative. There is no clinical evidence provided to substantiate the report. Regarding the possible root cause of this event, there is no evidence that loosening occurred so I cannot opine on a root cause." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to the knee construct being "loose" or unstable. Because the insert was the only device that was revised, the reported issue is determined to be joint instability. Additionally, a review of the provided medical records by a clinical consultant confirmed no evidence of any device loosening/osseointegration issues. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The patient is also inquiring whether their implants are part of a recall. Without lot code information, it cannot be determined whether the reported devices are subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported she had a left tka on (B)(6) 2018. Patient stated that since her surgery she has experienced swelling and pain. Patient had x-rays done and was told by her surgeon that he knee was loose and she requires revision surgery. Patient would to know if her implants are part of a recall. Update: patient reported poly swap in (B)(6) 2022.